Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of defective stopper molding was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to a non-fill during manufacturing. This is when the molded stopper has some areas lacking rubber material. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper creep out or loose closure. This event affected 28 devices. The following information was provided by the initial reporter. The customer stated: there was "rubber chipping."